Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is not expected. The investigation is currently in progress. Not returned.

Event description:
It was reported that the stent dislocated from the balloon. A snare was used to remove the stent. There was no patient injury reported.

Manufacturer narrative:
It was reported that the stent dislocated from the balloon. Reportedly the stent did not look as crimped either end of the balloon when prepping compared with the v12 atrium device the doctor usually uses. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The intended treatment site was the external iliac artery. The patient was being treated for post thrombectomy stenosis of the external iliac artery. The vessel and tracking path were calcified and tortuous. The lesion was not heavily calcified. An ipsilateral approach was made. A 0.035 advantage guidewire and a cordis sheath were used. Pre-dilatation was carried out with a thrombectomy catheter. The device was inserted and tracked through the sheath. There was no resistance felt when tracking the device. The stent graft was protected by the sheath during all steps of tracking to the target lesion. The stent dislocated from the device in the patients body just before deployment at the target lesion. A snare was used to remove the stent. The delivery system and implant and sheath were removed at the same time. An uncovered stent was used to complete the procedure. It was reported that guidewire access was lost towards the end of the procedure. Air evacuation was not performed. The complaint device was inserted into the sheath twice due to the procedure. Reportedly the device with the stent in place was inserted through the sheath twice. It was inserted and then removed back through the sheath and then inserted again. There was no patient injury reported. The lot history records could not be reviewed as the lot number is unknown. The device was not returned for evaluation. The result of the investigation is inconclusive as no sample returned for evaluation. Based upon the available information a definitive root cause has not been determined. However user error is a likely contributory factor in the reported event as the device was used outside the IFU guidelines. It was reported that the device with the stent in place was inserted through the sheath twice, it was inserted and then removed back through the sheath and re-inserted again. It was also reported that air evacuation was not performed. Patient factors may also have been responsible as the vessel and tracking path were calcified and tortuous. Based on analysis performed no additional action is required at this time. However a CAPA has already been raised in our quality system to address stent dislodgement issues which have been reported. The IFU states: a device description implant the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. Indication for use the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use site access and preparation using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).

Event description:
It was reported that the stent dislocated from the balloon. Reportedly the stent did not look as crimped either end of the balloon when prepping compared with the v12 atrium device the doctor usually uses. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The intended treatment site was the external iliac artery. The patient was being treated for post thrombectomy stenosis of the external iliac artery. The vessel and tracking path were calcified and tortuous. The lesion was not heavily calcified. An ipsilateral approach was made. A 0.035 advantage guidewire and a cordis sheath were used. Pre-dilatation was carried out with a thrombectomy catheter. The device was inserted and tracked through the sheath. There was no resistance felt when tracking the device. The stent graft was protected by the sheath during all steps of tracking to the target lesion. The stent dislocated from the device in the patients body just before deployment at the target lesion. A snare was used to remove the stent. The delivery system and implant and sheath were removed at the same time. An uncovered stent was used to complete the procedure. It was reported that guidewire access was lost towards the end of the procedure. Air evacuation was not performed. The complaint device was inserted into the sheath twice due to the procedure. Reportedly the device with the stent in place was inserted through the sheath twice. It was inserted and then removed back through the sheath and then inserted again. There was no patient injury reported.